Event description:
Attorney's report of patient death due to alleged cellulitis, abscess, sepsis, wound infection, fistula, bowel obstruction, pulmonary embolus and pain.

Manufacturer narrative:
Davol has requested add'l info regarding this event including, but not limited to, pt info, device product code and lot number, medical records, and a death certificate. Davol is continuing to investigate this complaint and requesting additional information related to the event. We will provide updated information when it becomes available.